Event description:
It was reported by service report that the foot board assembly is broken and sharp edges were present. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.